Manufacturer narrative:
The patient was born on an unreported date in 1934. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the treatment for the peritonitis were not reported. On an unreported date the patient was hospitalized for the peritonitis event. No further information was provided regarding the outcome of the peritonitis event or if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported that the cause of the peritonitis was due to a break in aseptic technique, further described as due to ¿a caregiver change¿ (no further detail was provided). On an unreported date the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Twenty five days after peritonitis onset, the antibiotic treatment was discontinued and the patient was recovered from the event. It was not reported if the patient was retrained on aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.